Manufacturer narrative:
Complaint: (B)(4). A date of the event could not be obtained from the customer. Samples were received and forwarded for evaluation to the greiner production site, where we purchased this item from. As soon as the investigation of the issue is completed, a supplemental submission will be filed.

Event description:
Customer states end user has been spinning blood and the serum is bleeding into the blood and not fully separating.

Manufacturer narrative:
Received 1 rack of 455071p/c201033g and 1 rack of 455071p/c202133f for evaluation. Received customer pictures. We have no remaining inventory for either of the material/batches. We have no further complaints for either of the material/batches.we forwarded the complaint and customer pictures to our affiliated location in brazil from which we receive this product. According to their investigation and comments, a check of the production documentation of the concerned material/batches did not reveal any irregularities which could be related to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume and additive according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Samples were functionally evaluated (filled and centrifuged at 1800g for 10min (minimum recommended conditions)). No functional deviations of the gel barrier could be observed. The reported event cannot be duplicated. Corrected data: d4: added lot number; h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.